Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted.  It was reported that she experienced pain and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2016 by (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bleeding, dyspareunia, and neuromuscular problems. It was reported that patient underwent excision of tvt vaginal mesh on (B)(6) 2017 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.